Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank screen. The unit was triaged and the reported issue was confirmed. The unit was able to power up on battery power but the screen was blank. The leds illuminated, and the startup tones were audible. Internal inspection and troubleshooting shows all display component connections were okay but the lcd is defective. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device had blank screen. No patient involvement.